Manufacturer narrative:
Eval of the returned alarm confirmed the reported issue. The nurse call receptacle's housing is loose; however, the internal mechanism is intact. When the nurse call cable is inserted and wiggled the nurse call light at the test fixture toggles on and off. The alarm passes all other functional tests. There are rattling sounds inside the alarm unit which is an indication of severe shock to the alarm, such as being dropped and may contribute to the issue found. (B)(4).

Event description:
Customer reported when the nurse call cable is inserted into the alarm, the nurse call cable does not have a secure fit. Customer did not provide the date of the event or any pt info. No pt incident or injury was reported.